Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the overdischarge was cleared. The patient was reeducated on how to properly charge. The cause of the overdischarge was that the patient wasn't charging correctly, they were not charging past 1/4 charge. The issue was resolved at the time of this report. The patients weight was unknown. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that their implantable neurostimulator (ins) was in an overdischarged state. The reason recharging was not maintained was because the patient was having issues with recharging. It was reported that the ins had been taking longer to recharge and was draining quicker. The manufacturer representative stated that the recharging issues occurred about 6-7 weeks prior to the date of this report. About a month ago, it was reported that the patient was unable to communicate with the ins. The manufacturer representative was working on the first 60 minute countdown at the time of the call in order to resolve the issue. No patient symptoms were reported and there were no complications. Indications for use are rsd/causalgia-complex regional pain syndrome and failed back surgery syndrome.